Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 00:07:05. During night drain cycle four, the patient's ultrafiltration reading was 1840ml, indicating the home patient drained 1730ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume event was identified in an event history log review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device and the testing passed. A review of the service history revealed that the device had been serviced for a similar issue. However, the homechoice met all testing specifications upon release. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.